Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was planned for closure in the right common femoral artery. Arteriotomy was noted as 6.3 x 7.6mm with mild distal posterior calcification, no tortuosity, and a depth deployment measurement of 2.5 + 1cm. A central positioned access was gained using micro-puncture, no ultrasound was utilized. Prior to closure, activated clotting time (act) was 252, and full reversal protamine was administered post procedure. A hematoma formed as soon as the physician began deploying manta. Following deployment, manual pressure was held, and a post-angiogram indicated extravasation and a dissection near the access site. Contralateral balloon inflations and manual pressure was applied. The patient was released to the floor. However, the patient complained of leg pain, no pedal pulses could be found, and patient was returned to the cath lab. The dissection was noted as still being present, and a self-expanding stent was deployed. A follow-up angiogram indicated no dissection and pulses returned. Hematomas requiring manual pressure treatment is a common acceptable surgical complication and does not indicate failure of the manta device. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta device. Therefore, due to no information in regard to the initial and deployment procedures, and no angiograms submitted for investigative purposes, the root cause of the stenosis requiring a self-expanding stent cannot be determined. Potential adverse events related to the deployment of vascular closure devices and are indicated in the IFU include: ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, possibly requiring endovascular intervention. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation, and based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements as indicated in the IFU states: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; and activated clotting time (act) should be below 250 seconds prior to closure. Additionally, the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation.

Event description:
As reported: hematoma formed as soon as physician began to deploy manta. Once deployed pressure was held to control hematoma. Post angio showed extravasation and dissection near closure site. Decision was made to deploy balloon from contralateral side. Inflated balloon for 2 minutes and appeared to be under control. Decided to hold manual pressure for additional 20 mins. Pt sent to floor but began to complain of leg pain and no pedal pulses could be found. Brought back to lab where dissection was still present, decision made to treat with self expanding stent. Post angio showed no dissection and pulses returned.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.